Manufacturer narrative:
The revision reported was likely the result of not fully seating the humeral liner in the adapter tray at the time of the original surgery, which allowed for the humeral liner to disassociate from the adaptor tray.

Event description:
Revision - reason not reported.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.